Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined. The glass cap exhibits severe devitrification at the output window. Detritus could not be measured because the metal was not present indicative of a glue failure. The fiber was tested with hene (helium-neon) laser fixture there are no signs of breakage along length of fiber. No other anomalies were found with the fiber. Based on the information available and analysis results, the glue failure identified in the device confirms the reported clinical observation of fiber burnt out.

Event description:
It was reported that during a procedure, at 37 minutes and 49 seconds and 399,816 joules, the fiber burnt out prematurely and hit excessive fiber life. A second fiber was used to complete the procedure with no patient complications.